Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized in (B)(6) 2015 for an abdominal aneurysm caused by constipation. The patient was treated and subsequently discharged. The patient has been able to resume cycler-dependent pd treatment with no further issue. Medical records have been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
It is unknown how the cycler may have contributed to the event. A supplemental report will be submitted upon completion of plant's investigation.